Event description:
On 9/4/93, a routine chest x-ray showed that a portion of the catheter had migrated to the pt's right atrium. The pt had the catheter portion removed in special procedures in radiology. The port was removed on 9/5/93 in the or. The pt's records are off-site from 1991 when the pt had the catheter inserted. When these records are reviewed, rptr may be able to determine the unknown info and forward it then.